Event description:
Impella heart pump catheter malfunction during initial placement of the device. Impella monitor detected and prompt error message of impella device stated "high impedance" "high threshold". Impella catheter removed and replaced with new working impella. Upon inspection by rep., who came in after the fact stated they believed it was possible that the orange wire connected to the disposable 'flag' did not all come out when pulled to discard. They believed that upon preparing the impella device, it was taken out of the package and the small paper flag connected to the pump that shows the user which small hole to use for the tubing to be fed through the pump that is attached to an orange wire which is supposed to be pulled off. Upon pulling the orange wire, some of the orange wire may have possibly been left behind with out knowledge of the users. The wire caused the pump to stall and not work after it entered the patient. The manager stated this flag/wire is new to the packaged impella device. The impella device was totally removed and another was immediately placed in the patient without incident. This product was given to the rep after the fact. FDA safety report ID# (B)(4).